Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v671773, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient had lead migration of 5 mm but there were no symptoms. It was stated there was no action taken and the event was resolved without sequelae on (B)(6) 2013. It was stated the patient¿s lead migrated 5 mm posterior.